Event description:
It was reported that the patient had a miniarc sling implanted on (B)(6) 2011. The patient allegedly experienced "having some problems." No further patient complications were reported in relation to this event.